Event description:
According to the available information, this complaint concerns an experienced end-user who have been performing self-catheterisation with sc compact set male for over 20 years for bladder emptying via the urethra. While performing catheterization on (B)(6) 2024 the end-user noticed blood entering the collection bag. According to the end-user the insertion of the sc compact set male was easy, and the blood occurred when he removed the catheter. When the catheter was further withdrawn, he noticed that the ch 12-part had broken off and was left in the body. The end-user was unable to remove or expel the part, and there was reported to be a lot of blood ¿ also on the clothes. Following the event the end-uses had a lot of pain and could feel the remaining piece throughout the evening. The following day, the end-user went to the urology clinic where the catheter piece was removed by his urologist. The end user was under general anesthesia and the catheter was removed via use of forceps and a rigid cystoscope. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.